Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was not deployed, even when button 1 was pressed, although it was hard to press. Additionally, button 2 could not be depressed at all. So, the balloon of the mynx control could not be retracted. Therefore, manual compression was performed. There was no reported patient injury. The mynx was stored, prepared and used according to instructions for use (IFU). The device storage temperature did not exceed 25°celsius. There were no visible signs of device/package damage prior to use. There were no damages noted to the button. The balloon was prepped with 50/50 contrast-saline. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. The tension indicator displayed half of a ¿clock symbol¿ after button # 1 depression. Button #1 was not properly pressed it was hard to press and was completely activate before button #2 was attempted. The balloon was fully deflated (bubbles stopped moving and inflation indicator was completely down). The balloon was not inverted. There were no kinks in the 6f non-cordis sheath or device after removal. There were no damages noted to the sealant sleeves after removal. The puncture site was the common femoral artery (cfa). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The procedure used a retrograde approach. The mynx vcd was used in an interventional procedure. The physician achieved certification on the use of mynx control and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f/7f (ce mark)¿ was returned for investigation. The sealant could be seen on the atraumatic tip right after the distal end of the balloon through the plastic bag received. Due to the manipulations that occurred during the unpackaging process, the sealant fell out from the atraumatic tip. Per visual analysis, the unit was thoroughly inspected observing that button #1 was fully depressed and button #2 was not depressed. The device was set in the deployed state. The syringe was attached to the device, and the stopcock was set in the open position. The catheter was properly inserted into an unknown non-cordis catheter sheath introducer (csi), locked onto the sheath catch. The balloon was not withdrawn into the tamp tube (as expected). The atraumatic tip did not present any damages or anomalies; and no other outstanding details were noted. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control IFU. Since button 1 was already depressed and the sealant was fully deployed, only button 2 was depressed. The balloon was withdrawn as expected with no resistance felt. No issues or anomalies were observed during the actuation of button 2. The returned device performed as intended per the mynx control IFU. The unit was opened to inspect the internal mechanisms, and no anomalies or damages were observed. The product history record (phr) review of lot f2308903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿button #1-actuation difficulty¿ and ¿mynx control system-deployment difficulty-unable¿ were not confirmed through analysis of the returned device as button 1 was properly depressed, and the sealant was no longer within the sealant sleeves and was deployed on the catheter. Additionally, the reported event of ¿button #2-frozen/locked¿ was not confirmed through functional analysis of the returned device as button 2 was able to be depressed with no resistance felt and the balloon was withdrawn as expected. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the button #1 actuation difficulty event experienced since it was received fully depressed with no presentations of difficulty. However, procedural/handling factors (such as improper tension on the tension indicator) are possible. Additionally, since it was reported that the tension indicator displayed half of a ¿clock symbol¿ after button # 1 depression (which was not noted with the returned device), it is likely that button 1 was incompletely depressed during the procedure, which could result in deployment difficulty of the sealant, and the inability to depress button 2. It should be noted that depression issues with button 2 will occur if button 1 is not properly depressed. However, as button 1 was received fully depressed with no issue noted with the display of the clock symbol, it is possible the device was manipulated after the procedure, especially since the sealant fell off of the device upon handling during analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ also included in the IFU, step 3: remove device states to ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device.¿ neither the phr review, nor the product analysis suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) was not deployed even when button 1 was pressed although it was hard to press. Additionally, button 2 could not be depressed at all. So, the balloon of the mynx control could not be retracted. Therefore, manual compression was performed. There was no reported patient injury. The mynx was stored, prepared and used according to instructions for use (IFU). The device storage temperature did not exceed 25 °celsius. There were no visible signs of device/package damage prior to use. There were no damages noted to the button. The balloon was prepped with 50/50 contrast/100% saline. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. The tension indicator displayed half of a ¿clock symbol¿ after button # 1 depression. Button #1 was not properly pressed it was hard to press and was completely activate before button #2 was attempted. The balloon was fully deflated (bubbles stopped moving and inflation indicator was completely down. The balloon was not inverted. There were no kinks in the 6f non-cordis sheath or device after removal. There were no damages noted to the sealant sleeves after removal. The puncture site was the common femoral artery (cfa). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The procedure used a retrograde approach. The mynx vcd was used in an interventional procedure. The physician achieved certification on the use of mynx control and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.